Manufacturer narrative:
Corrected: b7- relevant history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2 - hospitalization b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve-in-valve procedure the patient was discharged home from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five years and nine months following the implant of this transcatheter bioprosthetic valve, the valve was identified as failed. The primary mode of transcatheter aortic valve (tav) failure was structural valve deterioration with severe hemodynamic valve deterioration (hvd), specified as a new occurrence or increase of >= 2 grades of intra-prosthetic aortic regurgitation (ar), resulting in severe aortic regurgitation (ar). Intervention of the failed valve occurred five years, eleven months and six days following the implant of the valve. A non-medtronic tav was implanted valve-in-valve.

Event description:
Additional information confirmed the serial number of this valve was ultimately not known.

Manufacturer narrative:
Corrected/updated data: b5, d1, d4 note: as the serial number (d4) of the implanted transcatheter valve was confirmed as unknown, the patient identifier (a1), UDI (d4), use by date (d4), and manufactured date (h4) are also unknown. The previous submitted data for these fields do not apply as result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.